Event description:
It was reported that the programmer booted to a black screen with the company logo displayed on it and would go no further. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer booted to a black screen with the company logo displayed on it and would go no further. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radiofrequency programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was not booting fully, the programmer passed all incoming vxi final functional and systems tests. (B)(4).